Event description:
Mentor silicone breast implants. I have been diagnosed and (misdiagnosed) with sarcoidosis, cryoglobunemia, lyme disease, hashimotos, rheumatoid arthritis, brain fog, chronic pain. Symptoms I have had: chest pain, weakness, neuropathy, mental confusion. Swollen lymph nodes. Thyroid nodules, lung nodules, one breast is hard and chronically painful, chest pain, pneumonia and bronchitis, twice per year over the past 4 years. Night sweats.